Event description:
It was reported the patient suffered a seizure after having a dbs lead implanted on (B)(6) 2011. It was stated the seizure was "isolated" and the patient was recovering. The patient already had a dbs battery and lead implanted, and was receiving a second lead. The patient was scheduled to continue with the second device implant. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Follow up information received reported that the patient went home after the seizure episode and was doing well. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received reported that the cause of the seizure event was manipulation of brain tissue. Patient symptoms included expressive aphasia. Interventions were noted as programmed by dr. Bear. The patient outcome was reported as recovered without sequelae. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).